Event description:
It was reported that the external pulse generator failed its sensitivity test. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper case was broken, the lower case was broken, one side bail cover was broken, the lead flex cover was contaminated, one case screw was missing, the battery contacts were compressed, the battery drawer was broken and the keyboard pad was contaminated. (B)(4).